Manufacturer narrative:
Review of the driver's alarm history confirmed the single compressor malfunction alarm as observed by the customer. The patient parameters recorded at the time of the single compressor malfunction alarms are indicative of drivelines not being connected at the time of the occurrence. The driver passed all functional testing and was found to be functional under normal operating conditions. When testing was performed outside of the normal conditions (drivelines not connected), a single compressor malfunction alarm was duplicated. When the compressor was removed for a more thorough visual inspection, signs of bearing dust were observed and the counter weight was found to be slipping on the shaft. These are indicative of excessive wear and degraded performance, which could have contributed to the single compressor malfunction alarm reported by the customer. Single compressor malfunction alarms without drivelines are a known issue currently being investigated under a corrective and preventive action (CAPA). Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5258 follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a single compressor malfunction alarm while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.